Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The biomedical engineer reported that review of the device log history indicated an occurrence of a ventilator restart. The manufacturers service technician reported a restart occurrence could be duplicated when the device was running on ac power only. The service technician replaced the power supply and backup battery, as well as sensor board and power switch to address the finding. Performance verification testing was completed and tests passed to operating specifications.